Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional aneurysm coiling procedure. Reportedly, the foot was not able to close. The device was removed from the patient after the device was pushed back into the vessel and the foot was forcibly closed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported foot retraction issue was confirmed. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported foot retraction issue cannot be determined. Applying manual arterial compression to achieve hemostasis appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.